Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose. The customer reported that the cause of the elevated bg was a result of a "pump site issue" but declined to provide any further information. Brand of infusion set or insulin type was not reported.